Manufacturer narrative:
Impact damage to footboard causing sharp edge.

Event description:
It was reported by service report that the footboard had a hole knocked through the front and a sharp edge was found. The customer could not determine if a pt was involved or adverse consequence occurred.